Event description:
The authors performed a retrospective single-center review of adult distal radius fracture patients treated with a volar locking plate between 2009 and 2019. In total, 2779 patients were included in the study. The primary outcome was a flexor tendon issue (flexor tendon rupture, tendinitis, or flexor irritation), whereas plate removal was a secondary outcome. Using soong grade 0 as a reference, the authors used univariable and multivariable logistic regression to calculate odds ratios (or) with 95% confidence intervals (ci) for flexor tendon issues and plate removal. It was stated acumed acu-loc 2 and acu-loc 1 was used. Flexor tendon rupture, tendinitis, flexor irritations, fixation failure, and plate removal were reported. Report 8 of 158 for the events of flexor tendon rupture, tendinitis, flexor irritations, fixation failure, and plate removal reported in this article.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown . The device was not received for evaluation. Based on the information received, the root cause could not be determined. Related reports: 3025141-2023-00138, 3025141-2023-00139, 3025141-2023-00140, 3025141-2023-00141, 3025141-2023-00142, 3025141-2023-00143, 3025141-2023-00144, 3025141-2023-00146, 3025141-2023-00147, 3025141-2023-00148, 3025141-2023-00149, 3025141-2023-00150, 3025141-2023-00151, 3025141-2023-00152, 3025141-2023-00153, 3025141-2023-00154, 3025141-2023-00155, 3025141-2023-00156, 3025141-2023-00157, 3025141-2023-00158, 3025141-2023-00159, 3025141-2023-00160, 3025141-2023-00161, 3025141-2023-00162, 3025141-2023-00163, 3025141-2023-00164, 3025141-2023-00165, 3025141-2023-00166, 3025141-2023-00167, 3025141-2023-00168, 3025141-2023-00169, 3025141-2023-00170, 3025141-2023-00171, 3025141-2023-00172, 3025141-2023-00173, 3025141-2023-00174, 3025141-2023-00175, 3025141-2023-00176, 3025141-2023-00177, 3025141-2023-00178, 3025141-2023-00179, 3025141-2023-00180, 3025141-2023-00181, 3025141-2023-00182, 3025141-2023-00183, 3025141-2023-00184, 3025141-2023-00185, 3025141-2023-00186, 3025141-2023-00187, 3025141-2023-00188, 3025141-2023-00189, 3025141-2023-00190, 3025141-2023-00191, 3025141-2023-00192, 3025141-2023-00193, 3025141-2023-00194, 3025141-2023-00195, 3025141-2023-00196, 3025141-2023-00197, 3025141-2023-00198, 3025141-2023-00199, 3025141-2023-00200, 3025141-2023-00201, 3025141-2023-00202, 3025141-2023-00203, 3025141-2023-00204, 3025141-2023-00205, 3025141-2023-00206, 3025141-2023-00207, 3025141-2023-00208, 3025141-2023-00209, 3025141-2023-00210, 3025141-2023-00211, 3025141-2023-00212, 3025141-2023-00213, 3025141-2023-00214, 3025141-2023-00215, 3025141-2023-00216, 3025141-2023-00217, 3025141-2023-00218, 3025141-2023-00219, 3025141-2023-00220, 3025141-2023-00221, 3025141-2023-00222, 3025141-2023-00223, 3025141-2023-00224, 3025141-2023-00225, 3025141-2023-00226, 3025141-2023-00227, 3025141-2023-00228, 3025141-2023-00229, 3025141-2023-00230, 3025141-2023-00231, 3025141-2023-00232, 3025141-2023-00233, 3025141-2023-00234, 3025141-2023-00235, 3025141-2023-00236, 3025141-2023-00237, 3025141-2023-00238, 3025141-2023-00239, 3025141-2023-00240, 3025141-2023-00241, 3025141-2023-00242, 3025141-2023-00243, 3025141-2023-00244, 3025141-2023-00245, 3025141-2023-00246, 3025141-2023-00247, 3025141-2023-00248, 3025141-2023-00249, 3025141-2023-00250, 3025141-2023-00251, 3025141-2023-00252, 3025141-2023-00253, 3025141-2023-00254, 3025141-2023-00255, 3025141-2023-00256, 3025141-2023-00257, 3025141-2023-00258, 3025141-2023-00259, 3025141-2023-00260, 3025141-2023-00261, 3025141-2023-00262, 3025141-2023-00263, 3025141-2023-00264, 3025141-2023-00265, 3025141-2023-00266, 3025141-2023-00267, 3025141-2023-00268, 3025141-2023-00269, 3025141-2023-00270, 3025141-2023-00271, 3025141-2023-00272, 3025141-2023-00273, 3025141-2023-00274, 3025141-2023-00275, 3025141-2023-00276, 3025141-2023-00277, 3025141-2023-00278, 3025141-2023-00279, 3025141-2023-00280, 3025141-2023-00281, 3025141-2023-00282, 3025141-2023-00283, 3025141-2023-00284, 3025141-2023-00285, 3025141-2023-00286, 3025141-2023-00287, 3025141-2023-00288, 3025141-2023-00289, 3025141-2023-00290, 3025141-2023-00291, 3025141-2023-00292, 3025141-2023-00293, 3025141-2023-00294, and 3025141-2023-00295.